Event description:
Tech alleged bed exit system not working, no call is sent when bed exit system was tested. No injuries reported. Bed was out of service.

Event description:
It was reported that during an unknown procedure the blade tip broke off and fell on the floor. Another like instrument was used and the same issue occurs without patient consequences. The procedure was completed by using the same type of instrument but another lot number.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a gastric bypass roux-en-y procedure, on the 8th firing the staple line was incomplete. Sutures were used to close the staple line. There was no patient consequence.

Manufacturer narrative:
(B)(4). The devices were received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.